Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead extraction, the atrial lead had dislodged. The lead was explanted and replaced. There was a capped rv pace/sense lead, and the lead was extracted as well. The patient was stable.